Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the channels were mislabeled from left to right, reading as channel b, channel c , channel a. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 conclusion not yet available. Correction: imdrf annex e and f codes. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the channels were mislabeled from left to right, reading as channel b, channel c , channel a. There was patient involvement but no patient harm.